Event description:
4478 - probe wouldn't read at all, it was a flat line, even though it was placed in the correct position. Multiple interventions were tried, including trying a new saturation probe, changing the cord to the monitor, placing the probe in a new spot on the patient. Of note, the infant did have poor perfusion (although he had that when we arrived too before switching over to the new probe). It took 30 minutes of troubleshooting before we were able to get a reading! Luckily, we used our other resources to know his oxygenation levels by watching his color, his heartrate, work of breathing etc. The infant had several other concerns being dealt with at the time (low mean blood pressures, was needing blood drawn, potentially had a subgaleal hemorrhage). This is unacceptable and not the first time there have been issues with these probes. We only carry so many of these on transport so the other concern is what to do if it never would have read. 4005- pulse oximeter appears to be ineffective. Patient was intubated. Patient was constantly desaturating according to the monitor, instigating many interventions (stim, oxygen boost, suctioning, repositioning) to correct the desaturations. Patient pulse oximeter was changed because bedside nurse was suspicious of its efficacy. When new pulse oximeter was placed, instances of desaturations as determined by the monitor significantly decreased. Patient was then extubated (planned extubation) to CPAP. Patient began to have desaturations on CPAP, however, with time and repositioning of the pulse oximeter, these events decreased to nearly absent. Although author cannot definitively state the pulse oximeter was faulty, the author is concerned that the pulse oximeter was not accurate many of the times the patient received interventions. 4478- pulse oximetry probe not consistently reading a saturation (would go in and out), sometimes pleth absent or inconsistent other times would read a number and pulse would correlate with EKG. Rn increased fio2 on ventilator to target appropriate sats according to probe. Infant suddenly required significantly more oxygen than prior to issues with probe. Site changed multiple times as well as transitioned to from non-adhesive probe to adhesive probe. Cable changed as well with no consistent improvement. 4003- patient came back from the operating room. When we hooked her sat probe up, we could not get a reading on the monitor. Tried moving the probe to different extremities, unplugged and plugged the probe into the cord. Plugged and unplugged the cord into the monitor. Finally, replaced the probe with the non-adhesive probe and it picked up. We were not able get a saturation reading for 11 minutes on a patient that had a critical airway and on 100% fio2. There was also trouble getting a sat reading when the patient was put into the transporter to go to the or and a lot of time was spent manipulating cords.